Manufacturer narrative:
The field service engineer found the mixing speed within specifications, identified a torn cable and replaced it, replaced various other cables, and performed precision testing. The qc was within customer guidelines. The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was requested but not provided. The alarm trace does not contain a conspicuous event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 stat result for one patient sample with the cobas e411 immunoassay analyzer. The initial result was 10.79 ng/l. This result was reported outside of the laboratory and questioned by the medical staff. The repeated results were 6.85 ng/l and <6.0 ng/l with a data flag respectively. The repeated result of <6.0 ng/l with a data flag was deemed correct. The reagent lot number was 490881 with an expiration date of 30-mar-2022.